Manufacturer narrative:
The customer reported issue of thermogard ivtm console did not recognize the airtrap was confirmed during the initial functional testing but not during the event log review. The air trap sensor block was replaced to remedy the fault. Upon visual inspection, no physical damage was observed. Event log showed no significant issues were noted. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed and was placed back into service. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and underwent the ivtm treatment. Eight hours after the treatment started, thermogard xp ivtm system generated airtrap alarm error message. No condensation or entrapped air was noted in the airtrap. The console was restarted and displayed the 'standby' message. After the additional restart, the error was cleared. However, medical engineer replaced the console utilizing the same start-up kit (suk) to continue the treatment. No known impact or patient consequence information was available. Additionally, the console was tested in the hospital and did not recognize the airtrap intermittently.